Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter to deploy. Reportedly, after attempts to release the clip from the catheter were unsuccessful, the physician removed the scope and the delivery device along with the attached clip from the ulcer site, causing further bleeding. The procedure was completed successfully with another resolution 360 clip device. The patient condition at the conclusion of the procedure was reported to be stable.